Event description:
A customer reported their c10-3v probe failed the electrical leakage test and had small pin holes on the lens. The probe was associated with the epiq elite ultrasound system at the customer's site. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. The service engineer discovered the c10-3v probe had high leakage test measurements and also had very small pin holes in lens. The customer's complaint was addressed by replacing the probe. After replacing the probe, all probe and system functional tests passed, and no additional repair or analysis action was required. The probe was repaired by a third-party vendor.